Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife via phone call that the customer was hospitalized and had an insulin pump error alarm. Troubleshoot was not performed and customer was unable to clear the alarm. Customer blood glucose reading was unknown. Insulin pump will not be returning for analysis.